Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('my right side didn't hurt at all when he was placing the coil, but I sure didi feel the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "while he was putting the coil in on my left side he had a little more problem with it". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), eczema ("eczema") and dry skin ("dry skin face"). The patient was treated with surgery (hysterectomy on feb 11). Essure was removed. At the time of the report, the procedural pain, eczema and dry skin outcome was unknown. The reporter considered dry skin, eczema and procedural pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : procedural pain, device difficult to use, eczema" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('my right side didn't hurt at all when he was placing the coil, but I sure did I feel the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "while he was putting the coil in on my left side he had a little more problem with it". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), eczema ("eczema") and dry skin ("dry skin face"). The patient was treated with surgery (hysterectomy on feb 11). Essure was removed. At the time of the report, the procedural pain, eczema and dry skin outcome was unknown. The reporter considered dry skin, eczema and procedural pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: procedural pain, device difficult to use, eczema". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added. Case become incident, removal of essure done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.